Event description:
A report was received that the patient was receiving inadequate stimulation. The physician decided to revise and during the revision cut the lead. The fractured lead was left implanted in the patient by the physician. The physician chose to perform an additional revision to replace the fractured lead with two percutaneous leads. The patient was reportedly doing well following the procedure.

Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.